Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. The subject device was discovered to be broken on (B)(6) 2017 but it is unknown when the device actually was broken. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jan 8, 2007. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that upon receiving a loan set from the distributor, the set was inspected and it was found that the working part of the screwdriver was broken. There was no reported patient or procedural involvement associated with the reported issue. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation of the returned screwdriver has shown, that the tip with the torx is completely broken off. There are also wear marks and scratches at the shaft and at the hexagonal visible. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in january 2007. The relevant dimension could not be measured as the tip of the screwdriver is completely broken off. DHR review, no findings chu evaluation, no findings. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. As this part is now more than 10 years old, we suppose that the damages were caused due to wear and tear over the years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.